Manufacturer narrative:
The insulin pump received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted during testing. Unit received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 242 mg/dl. Customer states that while attempting to use the bolus wizard, when the up arrow was pressed, numbers began to roll on the screen. Customer states that none of the buttons were responding. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.